Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 100 units of insulin. Reportedly, customer added insulin to the cartridge and loaded it successfully. Additionally, the customer inadvertently filled the infusion set tubing with insulin while attached; customer was not aware of how many units of insulin were inadvertently delivered. Customer's blood glucose level ranged from (101-106) mg/dl.